Event description:
Patient stating that she is having an issue with clogged needles. She has to use 4 - 5 pen needle before she can get on that actually primes. She stated that she does notice bending on the pen needle as she tries to remove it to replace it. She does not reuse her pen needle. This is the 1st time she's ever had an issue.